Manufacturer narrative:
A replacement transformer was sent to the customer. The cause of the breach in the swing transformer has not been determined at this time. It is currently being investigated under (B)(4). The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service on (B)(6) 2016, that her swing breast pump's transformer housing was separating at the seam, exposing the inner circuitry, which is a safety risk.